Manufacturer narrative:
H10: h3,h6: the device, which was used in a procedure, was not returned for evaluation. Visual inspection and functional testing could not be performed. A relationship, if any, between the device and the reported incident could not be confirmed. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. Factors that are known to contribute to the alleged fault/failure may include an electrical component failure. If the product is returned in the future the complaint can be reopened and evaluated.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a procedure, the spider 2 shoulder stabilization kit was not holding the position, it kept falling down while attached to the limb positioner. Whenever the surgical assistant touched the green wire connector cord the arm fell down. The surgical assistant was holding the arm for safety. There was a backup device available but it was not used. It is unknown if there was a delay in the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.